Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he is not getting no delivery alarms. The customer stated that his last set change was yesterday morning. The customer was advised to disconnect from the site and deliver a ten unit bolus. The customer stated that very little insulin came out, so we stopped the bolus at around 5 units. The customer stated that there was blood at site and this never happened before. The customer was advised to monitor the pump.